Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen will not calibrate. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.